Event description:
Additional information: it was reported that the patient experienced times when his knees have gone numb.

Event description:
This event was also reported under manufacturer report # 3007566237-2012-01782. [It was reported that the patient's pump was overinfusing "like 9 mls" at the last refill appointment. The medication used in the device system was unknown. Additional information was requested but was not available as of the date of this report.] Any additional information received will be reported under this manufacturer report number # 3004209178-2012-05494.

Event description:
It was initially reported that the actual residual volume (arv) was less than the expected residual volume (erv). Per healthcare provider (hcp) at various times the reservoir volume was not correct/ accurate, at one refill the pump was off by 9 ml. It was stated that the pump was being replaced due to over infusion on (B)(6) 2012. It was added that prior seeing this hcp patient was on high doses of narcotics and the current hcp weaned the patient down and the patient was doing much better; '"patient pain control was in flux now." Drugs delivered via the device were morphine and bupivacaine. Patient symptoms included "weakness in his knees and/or is falling down." Bupivacaine was removed from the pump after the patient was weaned down. Patient currently experienced times of not enough pain relief; at other times too much relief. As of (B)(6) 2012 patient was indicated to be "ok right now." Additional information received later noted that the pump was replaced on the set date; the cause of volume discrepancy was unknown. It was added that patient was implanted in a different state (tx) and had relocated (to oh) and was now being managed by a new hcp. At that time patient wasn't getting pain relief, was on high doses. Hcp did troubleshooting to figure out what was going on. Per reporter this was an ongoing issue for a couple of years. Volume discrepancies were detailed as: (B)(6) 2011: dilaudid 20 mg/ml,3.6 mg/day (max of 4 mg/day) and marcaine 40 mg/ml, 7 mg/day (max of 8 mg/day); (B)(6) 2011: erv: 5.4 ml, arv:2 ml. No overdose symptoms, no troubleshooting was done. Patient had poor pain relief; pain was at an 8 or 9. Drug dose was increased by 5%. (B)(6) 2011: erv: 8.8 ml, arv: 2 ml. No overdose symptoms, no troubleshooting done; patient's pain at 8; no changes to doses done. Patient was also taking oral meds and getting electrical nerve block (tens). Hcp decided to wean patient down thinking patient might be hyperalgesic. (B)(6) 2011: decreased dose by 10%. (B)(6) 2011: decreased dose another 10%; it was dilaudid 20 mg/ml, 6.2 mg/day and marcaine 40 mg/ml, 5.3 mg/day. (B)(6) 2012: volume discrepancy of 4.6 mg, erv and arv not available. Hcp stopped marcaine and patient program ER (ptm) use. Dilaudid was now at 20 mg/ml, 2 mg/day and the pain rating was 2-3. No overdose/under dose symptoms were observed. Patient had arrhythmia, nut not pump related. (B)(6) 2012: restarted ptm. (B)(6) 2012: pump was refilled; erv: 9.8 ml, arv: 0.5 ml; dilaudid 20 mg/ml, 2 mg/day; ptm was programmed at 0.15 mg possible with max 3/24 hours and max dose of 2.44 mg/day. Pain was at 3 with no overdose symptoms, no "bogginess on pump", no diagnostics done. There was no pocket fill. (B)(6) 2012: erv: 11.4 ml, arv: 5 ml; pain level 3-4. (B)(6) 2012: on the replacement day in the or, erv: 19 ml, arv: 15 ml; dilaudid 20 mg/ml, 2 mg/day and ptm max dose of 2.44 mg/day. As of (B)(6) 2012 patient was noted to be fine by the nurse, "but had pain as expected that he would have because on a low dose." There were no overdose/underdose symptoms; hcp was working on pain control.

Manufacturer narrative:
(B)(4): final analysis of pump/ pump head revealed a deformed pump tube.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).